Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient mentioned there is a possibility that she had inaccurate readings from her device during a dka episode sometime after the sensor was put into the arm., she had experienced similar inaccuracies captured on the same receiver (where values were listed as high bias inaccuracy with hyperglycemia). She mentioned that she was with her husband that day and experienced throwing up. They did not check the dexcom receiver for readings at that time because they decided to go directly to the hospital for treatment. At the hospital, she mentioned that the doctor confirmed she was experiencing dka. The doctor decided to administer medication, but she didn't remember what medication was given her and she refused to provide further information. She also mentioned that the doctors did not pay much attention to the dexcom receiver, so she cannot provide information about the readings. She stayed in the hospital until (B)(6) 2025 and was discharged. According to her doctor, she was already in good condition, but she did not provide what was her glucose readings when she was discharged because she forgot those details and refuses to provide more information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.